Manufacturer narrative:
Concomitant product(s): dtba1d1 crt-d, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dyspnea and fatigue after having received two defibrillation therapies from the right ventricular (rv) defibrillation lead that were deemed inappropriate. A fracture was detected on the pacing/sensing portion of the lead. The pacing/sensing portion was capped and replaced with the defibrillation coils remaining in use. The new lead being used for pacing and sensing subsequently exhibited short ventricular intervals. The leads were both removed and a new defibrillation lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and the inner insulation of the lead became breached due to a rupture while in vivo. There was blood on the proximal conductor of the lead but it was not obstructed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.